Event description:
It was reported with the use of the unspecified bd plastipak¿ syringe there was an issue with syringe on pump was found half empty with liquid leaking out of the plunger.

Manufacturer narrative:
H.6. Investigation: one sample unit was received for evaluation by our quality engineer. Through visual inspection of the sample, damage was observed to the syringe barrel between the 30ml and 50ml scale markings. The dented barrel would cause the stopper to become distorted which would result in leakage. As a lot number was unknown, a device history record review could not be completed and additional retained samples could not be investigated. The damaged barrel may have resulted from an undetected hit within the manufacturing equipment or the transport process, however, a definitive cause could not be completed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd plastipak syringe there was an issue with syringe on pump was found half empty with liquid leaking out of the plunger.